Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. It was also reported that there was no patient injury.